Event description:
The patient had undergone a right masketomy with tissue expander insertion for reconstrection. The expander leaded. The patient had to undergo surgery for removal of the original expander & replacement with anotherinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.